Event description:
It was reported that the pump's usb port was damaged and made the cord difficult to plug in. There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.